Manufacturer narrative:
Results: the jet7 was stretched approximately 129.0 thru 131.5 cm from the hub. The jet7 was ovalized approximately 115.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed that the distal shaft was stretched. If the jet7 is forcefully manipulated against resistance, damage such as stretching may occur. During the functional test, resistance was encountered as the stretched distal shaft of the returned jet7 bunched up inside the hub of a demonstration neuron max, and the jet7 could not be advanced any further. Further evaluation of the returned jet7 revealed ovalization on the catheter shaft. The damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed one pass using the jet7. While attempting to make another pass, the physician advanced the jet7 and discovered the distal end to be damaged. Therefore, the jet7 was removed. The procedure was completed using another jet7 and the same neuron max. There was no report of an adverse effect to the patient.